Manufacturer narrative:
The device was returned to the service center for evaluation. The unit was tested/inspected and found a bent pin at the top middle section inside video connector causing no image. The lock latch mechanism on the video connector was found worn out causing an unsecure connection. Additionally, the evaluation noted debris inside video connector, old version main switch unit, and the unit was equipped with old version 1.06 software. Unit passed all other functional tests. All video output signals tested normal. The device¿s rear panel was found deformed. The device was repaired and returned to the customer.

Event description:
The user facility reported that during preparation for use, the device was noted to have a loose connection with erratic image. The device was not inspected by the biomed. It is unknown if there was any damage or abnormalities. It is unknown if the video system center and/or light source cable was connected properly. It is unknown if any foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint on the electrical contacts. It is unknown if there were any errors, alerts or warning messages displayed or if the device was set up and installed correctly. It is also unknown if the ancillary equipment that was used was compatible. No other devices were involved in the event. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h6, and h10. The legal manufacturer reviewed the content of this complaint for further investigation. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: image output is unstable (video connector socket terminal bent, lock lever failure). It was presumed that excessive force had been applied to the locking lever (video connector socket) and video connectors due to mishandling. The legal manufacture referred the customer to the cv-190 instruction manual "6.3 connection of an endoscope" which states" do not apply excessive force to the video scope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards."